Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rt266 infant dual heated evaqua2 breathing circuit from the hospital. We will provide a follow-up report after we receive the complaint device and have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt266 infant dual heated evaqua2 breathing circuit was leaking. No patient consequence was reported.

Manufacturer narrative:
(B)(4) the complaint rt266 infant dual heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare for investigation. An attempt was made to obtain additional information from the hospital but no response was received. Without the complaint device or additional information from the hospital, we would not be able to determine definitively the root cause of the reported fault. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specification prior to distribution. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." "Do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt266 infant dual heated evaqua2 breathing circuit was leaking. No patient consequence was reported.